Manufacturer narrative:
On (B)(4) 2010, a voice message was left for the initial reporter requesting additional information regarding the event. On (B)(4) 2010, another voice message was left for the initial reporter requesting additional information regarding the event. On may 18, 2010, another voice message was left for the initial reporter requesting additional information regarding the event. As of may 19, 2010, no response has been received from the initial reporter. Since no devices have been returned for evaluation and no additional information has been received from the initial reporter, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a da vinci si hysterectomy procedure was performed, the patient had a reddened area on their left shoulder where the shoulder pads were used. The patient was also complaining of intense shoulder pain.